Event description:
It was reported that a large volume infusor did not flow. The nurse reported that the drug solution in the device "did not seem to be decreasing." This occurred during postoperative drug administration within the gynecology ward. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between 03/15/2013 and 03/18/2013. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing observed that the device flowed normally at the distal luer. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.